Event description:
Livanova deutschland received a report that the essenz hlm venous clamp (vc) was not working properly. The issue occurred during procedure. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz console hlm, the event occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.